Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off and was found near the patient's vocal cords. It was noted that there was more blood on the capsule than expected. The capsule was removed and a second capsule was attempted, but it also failed. The hcp confirmed that no intervention was needed and the patient is ok.